Manufacturer narrative:
This product does not have a 510 (k) number. (B) (4) an analogous product sold in the us has 510 (k) number k970380. The distributor was re-educated and retrained on fast1 insertion techniques, in person, on november 13th, 2006. Conclusion: no known device malfunction. Possible off-perpendicular insertion and pulling back the introducer towards the end leading to under penetration and pulling on the infusion tube.

Event description:
Insertion difficulty. The introducer was inserted into the sternum and the bone probe penetrated the sternum. The introducer was then withdrawn, the two plastic guides fell away (as they should), but as the handle was withdrawn, the infusion tube came with it. (B) (4).